Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument was found to have a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken grip at the midpoint of the grip. A piece approximately 9.24mm x 4.64mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause can be attributed to applying excessive force on the instrument shafts or tips during handling, insertion, usage, or removal